Event description:
It was reported that the patient felt the internal neurostimulator (ins) implanted in the buttocks region was very uncomfortable. The patient also reported symptoms of constipation. The patient further stated that the "ins did not agree with her body and that she has not felt good since the device was implanted." The patient stated that she had a successful trial, but the implanted device "only worked for a few months and then never worked again." The patient reported having accidents at night and wetting the bed along with extreme urgency and leakage. The patient felt the discomfort at the ins site. The patient stated that since the manufacturing representative reprogrammed the device two weeks ago, her "issues became worse." The patient outcome was not provided. Additional information was requested, but not made available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v434086, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was reprogrammed and impedance testing was performed. It was noted that the device was "fine" but the patient did not receive symptom relief from any reprogramming. It was further noted that the patient was scheduled for a full removal of her system in (B)(6)-2012. The patient wanted the device removed because it did not help her symptoms.